Event description:
A malfunction was reported on the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump, assisted in the reset process, and confirmed that the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappeared.